Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod6s and a lantern delivery microcatheter (lantern). During the procedure, the physician experienced resistance while advancing the pod6 in the middle of the lantern, and subsequently, the pusher assembly of the pod6 kinked. Therefore, the pod6 was removed. The procedure was completed using a pod5 and the same lantern. There was no report of an adverse effect to the patient.